Event description:
Manufactured patient's chemotherapy doxorubicin. Attached ICU medical spiros closed male connector with cap to terminal end of syringe and transported to nursing unit. On arrival at nursing unit, transport bag noted to have red substance -doxorubicin- leaking all over inside. Doxorubicin leaking directly out of the spiros closed male connector.